Event description:
A report was received that the patient is having trouble charging their implant. The physician will replace and revise the patient's ipg and pocket site.

Event description:
A report was received that the patient is having trouble charging their implant. The physician will replace and revise the patient's ipg and pocket site.

Manufacturer narrative:
Additional information was received that the ipg was replaced due to ipg migration. The patient was reportedly doing well following the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility.